Manufacturer narrative:
Conclusion: off label use (patient acd less than 3.0mm). (B)(4).

Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a missing piece of the haptic and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -6.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. At the date of MDR submission, the lens has not been returned.